Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging cable and had to revert to using an alternate cable. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.